Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. Investigation of the returned pod found the exposed portion of the soft cannula to be flattened.

Manufacturer narrative:
During investigation, the exposed portion of the soft cannula was found to be flattened. Further inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path. It could not be determined when this damage occurred. The downloaded data from the pod does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.